Event description:
In 2003, an impression of a patient's dentition was taken at a general dentist's office. The dentist alleged the impression material did not set in a timely manner which left residual material in the patient's gingival. The patient later complained of lumps in the gums and was referred to an oral surgeon for removal of the material. The oral surgeon surgically removed 1/2 cm of impression material from the patient's gum which reached into the cheek region. The oral surgeon expressed concern that he did not understand how impression material entered into the gingival and into the cheek region.